Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed as no product was returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome, as well as a direct correlation between the pump thrombosis and the reported cerebral infarcts could not be conclusively established through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, stroke, and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information could be provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed infarcts in the interior left cerebellum and posterior cerebral artery distribution due to pump thrombus. The family decided to withdraw care and the patient passed away. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.